Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that impedances and diary days were checked. They stated that the impedances were normal, and there was no device usage. The rep stated that the physician concluded the cause of the patient¿s residual stimulation was not due to the device, as it was determined to be off. No further actions or interventions were taken to resolve the device not working properly and residual stimulation. The patient was told to reduce caffeine and long periods of sitting. The rep stated that the device works properly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient had a history of htn and diabetes. It was reported the device was not working properly. It was later clarified that the patient felt as though her stimulation was on when it was off. There were no environmental/external factors reported. The patient was instructed to turn on stimulation with the recharger and programmer and to turn all power down to zero. The patient had a follow-up appointment scheduled for november 21st. No further complications were reported/anticipated.